Manufacturer narrative:
Insulin pump received with broken battery cap and missing battery tube spring noted. Unable to perform any tests due to missing battery tube spring.

Event description:
It was reported that the battery cap was damaged. Customer's blood glucose level was unknown. The device will be returned for analysis.